Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; when the surgeon was performing a laparoscopic sleeve gastrectomy, the universal converter of the device was detached from the trocar and fell into the patient's abdominal cavity. The surgeon used hand instruments (i.e. Grasper) to retrieve the component. There was no injury to the patient and the procedure was not extended due to the issue. No additional patient details could be provided. The device was disposed of by the account.